Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia as well as vomiting. Once at the hospital the patient was treated with 3 bags of saline and an insulin drip. The patient had a new pod applied prior to discharge. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been disposed.